Manufacturer narrative:
Related report: 2124215-2025-75699. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the fiber broke during the ureteroscopy procedure. Another fiber was opened, but it also broke. The procedure was completed with another device. There were no patient complications. This complaint refers to the second fiber.

Manufacturer narrative:
Related report: 2124215-2025-75699.

Event description:
It was reported that the fiber broke during the ureteroscopy procedure. Another fiber was opened, but it also broke. The procedure was completed with another device. There were no patient complications. This report is for the second broken fiber.